Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 was failed to open and not detected on bus. Tried reboot but failed. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not detected on the bus. A field service engineer (fse) observed blinking communication lights on the module controller board, and drawer controller board. The station was powered down; all row board cables were properly seated, and the debris was cleared from beneath the pocket context. The customer verified that all device functions were operating normally within the application. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: encompass health rehabilitation hospital of sarasota